Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the alarm unit does power on, but the alarm tone is intermittent. (B) (4).

Event description:
Customer claims that the alarm unit has no power. The unit was tested with new batteries. There was no patient injury reported. Evaluation of the returned product shows that the alarm tone is intermittent.